Event description:
It was reported that the bd ultrasafe x100l png clear safety system was activated before injection. The following information was provided by the initial reporter: xxxxx received a complaint for grasustek 6 mg, batch no. 35000354 from the xxxxxx that a patient observed a safety system activated before injection. Reporter also confirmed that the patient did not come into contact with the liquid. After opening the box, the patient realized that she could not remove the silicone lid.

Manufacturer narrative:
B3: date of event: unknown. The date received by manufacturer has been used for this field. H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: confirmed: reported condition was observed at bdm-ps.

Event description:
It was reported that the bd ultrasafe x100l png clear safety system was activated before injection. The following information was provided by the initial reporter: xxxxx received a complaint for grasustek 6 mg, batch no. 35000354 from the xxxxxx that a patient observed a safety system activated before injection. Reporter also confirmed that the patient did not come into contact with the liquid. After opening the box, the patient realized that she could not remove the silicone lid.